Manufacturer narrative:
(B)(4). The device found that it was received in good visual condition, partially fired and with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. The firing was completed and a conforming clip was released. Next firing, the tip of the advancer slid toward tissue stop causing the jaws to remain in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties; one pear shaped clip was released. The remaining firing sequences resulted in five conforming clips according to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator was not visible. This finding is not related to the incident reported. It should be noted that an investigation was initiated to address the potential root cause of jaw opening issues. During this investigation advancer bypass was identified as one potential root cause; therefore, advancer bypass is being evaluated in this investigation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device did not deploy a clip when it was activated. Another device was used to complete the procedure. There were no adverse consequences for the patient.